Event description:
It was reported to philips that the x-ray acquisition application was not available which may impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.